Event description:
It was reported that the 9800 system would not boot up prior to a case. An alternate system was used and no pt involvement occurred.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The hard drive and cpu circuit board were replaced during the service call. The system was tested and found to be working as intended and put back into service.